Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred for transmitter 8hglm0. Data was evaluated and the allegation was confirmed for transmitter 8g850s. The probable cause could not be determined. No injury or medical intervention was reported.